Event description:
It was reported that during an implant procedure that the implantable cardioverter defibrillator (ICD) was found to be in backup mode when interrogated prior to implanting. The ICD was noted used and the physician elected to complete the procedure with a different ICD. The patient condition was stable.

Manufacturer narrative:
The reported event of reset was confirmed in the lab. Analysis of device image found the device went into backup mode due to bus error. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The backup operation could not be reproduced. The cause of the reported event could not be determined.